Manufacturer narrative:
Additional information was obtained from the laser manufacturer, melles griot. The previously reported blue laser failure would not lead to erroneous results; there would be no safety impact due to a failure of the blue laser. Autosetup and manual high volts (hv) and/or gains settings for all applications would compensate for increasing laser power output and would place populations in the expected positions; correct results would be generated for the level of power output regardless of the value provided by the laser cytotools. If the voltage and/or gain settings cannot place the populations in the expected positions, flow-set pro standardization would not be achieved and results would not be recovered. In addition, the navios tetra algorithm in the analysis software would fail if it cannot place the populations of interest in the required gates; an error message would be generated and the instrument would not provide a result. The instrument operator can identify the failure by daily review of the flow-set pro qc levey-jennings charts/data tables as required in labeling. As the voltages required to place the fluorescence populations in the established ranges decrease they will fall below the ±2sd or ±1% hv and /or gain range.

Manufacturer narrative:
The instrument did not generate any error messages at the time of the blue laser malfunction. The blue laser was returned to beckman coulter (bec) and evaluated by a subject matter expert (sme). It was found that the instrument had not generated an error message because the blue laser malfunction caused cytotools software to incorrectly measure the laser power as within specifications.

Manufacturer narrative:
Upon further evaluation of this event, beckman coulter was aware of the event on (B)(6) 2014.

Event description:
The customer reported a blue laser failure on a flow cytometer navios 8 colors. The customer noticed the failure when there was a high shift on the flow check peak. There were no erroneous results generated in connection with this event. Patient treatment was not impacted as a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the blue laser power had increased. (B)(4) software indicated a blue laser measurement of 22 mw, while a certificate laser power meter indicated a measurement of 30 mw. The fse replaced the blue laser to resolve the instrument issues. The blue laser was returned to bec and tested by a subject matter expert (sme), which confirmed a malfunction of the laser. The sme similarly found a discrepancy in measurement: (B)(4) software indicated the laser measurement was 22 mw and a laser power meter indicated a measurement of 42 mw. (B)(6). (B)(4).